Manufacturer narrative:
The neck was examined visually with a microscope and with the naked eye. The head was seated correctly on the neck (laser marks aligned). There was damage to one of the rails on the underside of the neck. Additional mdrs associated with this event: 3025141-2016-00159: head; 3025141-2016-00160: stem.

Event description:
Arh slide-loc products were implanted on (B)(6) 2016. At some point post operatively, the head/neck assembly disassociated from the stem. The head and neck parts were explanted on (B)(6) 2016; the stem remains iimplanted.